Manufacturer narrative:
The received device had the cannula assembly deployed. No blood was observed on the device and no evidence was found that would result in bleeding or bruising to occur at the infusion site. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 18 mmol/l (324 mg/dl). The pod was worn on the patient's leg for between 24 and 36 hours. As treatment, a correction was administered and a new pod was applied.